Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of left anterior descending (lad) artery. After a 3.0mm non bsc balloon catheter failed to cross the lesion due to the calcification, an 8mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).